Event description:
A report was received that a patient was explanted due to disliking the stimulation feeling. The device was working properly and the physician did not suspect any malfunction. During the return product analysis it was noted that several electrodes were dislodged from the paddle lead. The device still passed continuity and impedance checks. The root cause of the electrode dislodgement could not be determined.